Event description:
Patient reported receiving a blood glucose result of 200 mg/dl, while using the suspect device. Pt stated that, based on this result, they delivered insulin (amount and type not provided), and had something to eat. Pt stated that, approximately 6 hours later (around 11:00 pm), they lost consciousness. Emergency medical services were contacted around 12:00 am, and upon their arrival, pt's blood glucose reportedly measured 30 mg/dl (using paramedics' blood glucose monitor). Pt indicated that they were treated with an intravenous glucose solution, and were transported to the hosp for additional treatment. Pt stated that they remained in the hospital until 5:00 am, when their blood glucose reached 180 mg/dl. Pt's current condition: fine. At the time of the event, pt was testing with expired strips. Quality control tests had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.